Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 25-mar-2024, it was reported that the patient faced an issue of low blood glucose level. The patient was hospitalized and admitted for approximately 15 hours. The blood glucose level at the time of hospitalization was low. No further information available.